Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear? 3-6. Upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: (B)(6). Brand name: linear? 3-6 upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was not getting adequate pain relief from the spinal cord stimulator (scs). The patient underwent a procedure where the scs devices were explanted. Post operatively, the patient was recovering as expected. The explanted devices will not be returned as they were retained by the customer.